Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation of the pulse generator resulted in a device parameter error message. The device parameters were reprogrammed and interrogation was possible. The patient would be monitored.